Manufacturer narrative:
(B)(4).

Event description:
A company representative (rep) reported that the patient had revision surgery because there was an issue with the lead. It was indicated that the lead was removed and replaced. Two weeks later, the rep further reported that the patient would have replacement surgery on (B)(6) 2016. The lead was fractured due to fall. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that on (B)(6) 2016, patient had left lead removed and replaced without microelectrode recording